Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, cystocele, dyspareunia and loop electrosurgical excision procedure. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage and heavy menstrual bleeding had resolved and the vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2020, (B)(6) 2017 , removal date of essure: (B)(6) 2011, (B)(6) 2011 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information , other relevant history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved and the vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2020. Removal date of essure: (B)(6) 2011. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia) was added. Surgery added to the event pelvic pain. Event outcome was updated for the events: pelvic pain, abdominal pain, abdominal pain lower, heavy abnormal bleeding, abnormal bleeding (vaginal, menorrhagia). Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.